Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the atrial lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the atrial lead. Lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.